Event description:
Due to the recurrence of infection, the user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection at the implant site in the post-operative period. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. Further in situ measurements show the most basal channel with hi status due to undetermined reasons. This is a final report.

Event description:
Due to the recurrence of infection, the user has been re-implanted.